Event description:
It was reported that the patient had been with the device for almost a month when the centrimag motor stopped with the motor overheating alarm went off. The nurse confirmed that the motor was very hot. The system was restarted but the console and motor were exchanged as a precaution.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a m6: motor over temp alarm was confirmed via analysis of the log file. A log file was downloaded from the returned centrimag console and data associated with the reported event was observed on 09dec2025. The system was observed to be operating the motor the set speed without any issues. The log file captured intermittent m6: motor over temp alarms on 09dec2025 at approximately 05:50:00 and 05:51:00 that were associated with high temperature related faults. The alarms were muted and cleared within a minute of activating. The system was manually shutdown on 09dec2025 at approximately 06:37:00. Additional information provided from the european distribution center communicated that the returned centrimag motor (serial number: (B)(6)) was found to be contaminated in the biohazard room at the european distribution center (edc). Therefore, the returned centrimag motor was not serviced and was scrapped. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: the log file captured a system shutdown event on 09dec2025 at approximately 05:46:00. The log file also captured s3 and m4 alarms on 09dec2025 at approximately 05:47:00. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the centrimag operating manual and instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor, system, and flow related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.